Manufacturer narrative:
G4:11nov2020. B4:16dec2020. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. This device continued to operate at 21% o2 with set parameters delivered to the patient. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. It was found that the pressure transducer failed. The customer replaced the transducer and the device passed all testing and operated within the manufacturing specifications. The device is back in service, operating normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12jan2021. B4:13jan2021. The hospital's oxygen source was too high due to increased hospital demands, which triggered the alarm and was that it was not a device malfunction; it had to do with the oxygen source. Based on the external factors, the situation is no longer considered a malfunction. Based on information provided and/or service performed it has been confirmed unit did not fail to meet product specifications submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
The customer called into technical support (ts) reporting that they had an over pressure surge and now o2 pressure will not stabilize. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.